Event description:
It was reported after collection and processing of unspecified bd paxgene® blood tube, an unspecified number of samples exhibited a greyish hue. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5. Describe event: it was reported after collection and processing of paxgene® blood rna tube, an unspecified number of samples exhibited a greyish hue. There was no health impact or consequences reported. D1. Medical device brand name: paxgene® blood rna tube. D2b. Medical device type: ntw. D4. Medical device catalog #: 762165. D4. Unique identifier (UDI) #: (B)(4). G4. PMA / 510(k)#: k082150. Investigation summary: bd received one photo for investigation. The evaluation of the photo shows poor plasma in the tube. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: poor serum/plasma. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after collection and processing of paxgene® blood rna tube, an unspecified number of samples exhibited a greyish hue. There was no health impact or consequences reported.